Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 300 mg/dl. The customer administered a manual injection. As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting was unable to be performed.